Event description:
The customer reported that while running an hiv-1 p24 antigen assay, the sample handler misread a sample barcode. The barcode was read as "053fy12379" instead of "013fy12474." No error message was given. An engineer has been dispatched. No death or serious injury was associated with this event.